Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("hemoratic cyst on my left ovary"), eczema ("eczema and hands"), pruritus ("itchy") and allergy to metals ("nikel allergy"). The patient was treated with surgery (essure removal (salpingectomy)). Essure was removed. At the time of the report, the pelvic pain and haemorrhagic ovarian cyst outcome was unknown. The reporter considered allergy to metals, eczema, haemorrhagic ovarian cyst, pelvic pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic pain and haemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events eczema and hands, itchy and nickel allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and haemorrhagic cyst ("hemoratic cyst on my left ovary"). The patient was treated with surgery (essure removal (salpingectomy)). Essure was removed. At the time of the report, the pelvic pain and haemorrhagic cyst outcome was unknown. The reporter considered haemorrhagic cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic pain and haemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- haemorrhagic cyst. Medical device removal was done for pelvic pain. On 20-mar-2020: social media received. Reporters were added on 20-mar-2020: follow up 3 and follow up 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("hemoratic cyst on my left ovary"), eczema ("eczema and hands"), pruritus ("itchy") and allergy to metals ("nikel allergy"). The patient was treated with surgery (essure removal (salpingectomy)). Essure was removed. At the time of the report, the pelvic pain and haemorrhagic ovarian cyst outcome was unknown. The reporter considered allergy to metals, eczema, haemorrhagic ovarian cyst, pelvic pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic pain and haemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("hemoratic cyst on my left ovary"), eczema ("eczema and hands"), pruritus ("itchy"), allergy to metals ("nikel allergy"), migraine ("migraines"), alopecia ("hair loss"), skin disorder ("skin issues"), fibromyalgia ("fibromyalgia") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal (salpingectomy)). Essure was removed. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, migraine, weight increased, skin disorder, fibromyalgia and depression outcome was unknown. The reporter considered allergy to metals, alopecia, depression, eczema, fibromyalgia, haemorrhagic ovarian cyst, migraine, pelvic pain, pruritus, skin disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic pain and haemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received new reporter information was added. New event hair loss, migraines, weight gain, fibromyalgia, skin issues, depression was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("in lots of pain"). The patient was treated with surgery (essure free). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.